Manufacturer narrative:
The manufacturer prefiously reported receiving information alleging a ventilator was not generating tidal volumes. There was no harm or injury reported. The device was evaluated by a field service engineer and the customer's complaint was confirmed. The device's patient circuit was not properly attached. No malfunction of the ventilator was observed.

Event description:
The manufacturer received information alleging a ventilator was not generating tidal volumes. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.